Event description:
In 2004, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. Postoperatively, the pt presented with a distal type I endoleak. In 2005, an iliac extender component was implanted and the distal type I endoleak was successfully repaired.

Manufacturer narrative:
The devices remain functioning in the pt. A review of the manufacturing paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Please note: a gore excluder aaa endoprosthesis contralateral leg component, a gore excluder aaa endoprosthesis aortic extender component, and a gore excluder aaa endoprosthesis iliac extender component were also implanted.